Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time, the pump was reset and resumed insulin therapy successfully. The customer's blood glucose level was 382 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.